Manufacturer narrative:
No product return. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through via telephone call from sales representative. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Requests were made via e-mail for the device, operative report, and additional information, however, no additional information was provided, device was not returned for evaluation.

Event description:
Reportedly a 2700 valve on unknown size was explanted after an unknown implant duration due to unknown reasons. No additional information has been provided.

Event description:
The customer reported the system will not acquire images. No pt injury was reported.

Manufacturer narrative:
Evaluation summary: heavy calcification is detected in the cusp area of all three leaflets, and in the free margins of leaflets 2 and 3. Calcification restricted mobility in the leaflets and led to stenosis. Moderate to heavy host tissue overgrowth encroached onto the tissue inflow and into the orifice by at the greatest point by approximately 7mm. Minimal host tissue overgrowth encroached onto the tissue outflow and into the orifice by 3mm. Host tissue is minimal to moderate at the stent outflow. Blue ink/stains are evident at the stent inflow and the tissue inflow. The x-ray demonstrates calcification.